Event description:
It was reported this balloon ruptured on the first inflation, above its rated burst pressure, during dilatation of a hemodialysis access management graft. During withdrawal of the balloon catheter through the introducer sheath, the balloon material detached from the catheter shaft and remained in the introducer sheath. The catheter and sheath were successfully removed with no complications to the pt. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the proximal bond area of the shaft contained a 2 mm portion of balloon fragment and adhesive. The shaft's distal bond had only adhesive on it. The catheter shaft proximal to the proximal bond area was kinked and slightly elongated. The sheath's distal tip was frayed and the detached balloon material was wrinkled and inverted at one end for approximately 5 mm's. All balloon material appeared to be present. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated this device ruptured beyond its rated burst pressure. Also, the catheter shaft was slightly elongated upon evaluation, which is consistent with resistance upon removal. These factors may have contributed to this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."